Event description:
It was reported that an 8110 syr kit sizor sensor was replaced because of the field action recall. There was no reported patient involvement.

Manufacturer narrative:
The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded in this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time.